Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) and consumer reported that the patient fell on their system on (B)(6) 2016 and was now afraid it had lost its programming. The patient had stimulation in the wrong location. The patient had a bad fall and thought they might have done something to the implant. Impedance measurements were not taken. The patient had not followed-up with their managing health care provider (hcp) regarding the fall. On (B)(6) 2016, the patient was set on program 2 at 4.5v and changed to program 4, where stimulation was set at 0.0v. Stimulation was increased to 5.8v, where the patient felt stimulation comfortably. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.